Event description:
Malem alarm came with batteries pre-installed and a white tab which had to be pulled out to activate the alarm. I pulled the tab and started to use the alarm when I felt excess heat in my hands. Within a few mins, the alarm was too hot to hold and there a bad smell (like something was burning) from the alarm. I immediately removed the batteries and that cooled it down. Thinking the issue is with the batteries, I replaced the batteries, but the same thing happened. The issue is not with batteries but with the alarm. It's too hot for safe operation and will cause burns I think if my daughter is sleeping with it. FDA safety report ID# (B)(4).